Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the image guide fiber bundle (cfb) and the ocular complete fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the image guide fiber bundle (cfb) and the ocular complete. In addition, we confirmed that the forward body frame fluid damage, the biopsy inlet t-piece fluid damage, the insertion flexible tube (ift) broken, the insertion flexible tube (ift) leaky, and the control body complete fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).